Manufacturer narrative:
Product event summary: at analysis it was noted that the device was returned without its stylus however after adding a stylus the stated reason for return was confirmed, the touch screen was out of specification and that calibration did not resolve the issue. It was additionally noted that the top right of the bezel was cracked, two cover hinge bullets were missing and errors were found in the software updates. The device was cleaned, the stylus and touch screen assembly were replaced, the stylus was calibrated, new software was installed and the programmer then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product was returned for service.